Event description:
A report was received that the patient was experiencing irritation at the ipg site. It was believed that the ipg had moved. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had her ipg flipped and because of the ipg positioning, it was no longer charging. The patient underwent a revision procedure wherein the ipg was repositioned back to correct placement. The device was working properly. The patient was doing well and was able to charge.

Event description:
A report was received that the patient was experiencing irritation at the ipg site. It was believed that the ipg had moved. The patient will undergo a revision procedure.